Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received.

Event description:
It was reported that a cartridge alarm 25 (removed cartridge alarm) occurred during the load process. Reportedly, the cartridge was not removed from the pump. The user's blood glucose level was 129 mg/dl. It was confirmed that the user had an alternate method of insulin delivery available.